Event description:
It was reported that the balloon ruptured. A 10/4.00 flextome cutting balloon was selected for use. During procedure, the balloon was inflated at the lesion area but the pressure did not increase at all. The connection and status of the indeflator were checked and there was no particular abnormality observed. The device was then removed from the body and was recovered smoothly. Subsequently, the balloon was noted to be ruptured when checked outside the patient's body. The procedure was completed with a different device. No complications reported and patient status was stable.